Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin duration was too short for the customer's bolus deliveries and the customer experienced low blood glucose (bg) levels of 40-60 (mg/dl). Glucose tablets and juice was consumed to treat the low bg level. Additionally, tandem technical support assisted the customer with decreasing the insulin duration settings.